Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patient into another room. The philips field service engineer (fse) went onsite and confirmed that the system failed to boot up. Upon troubleshooting, the fse found that the sbc (single board computer) did not start because of poor ram contact. Furthermore, the sib post failed. The fse reconnected the ram in the sbc, replaced the sib (system interface board), and updated the board's software. However, the issue reoccurred and the fse replaced sbc. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.